Manufacturer narrative:
The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional patient demographic information received in sections: a2, a3a, a4. See h11.

Event description:
As reported, the coil detached unexpectedly, without any intervention from the detachment controller, and was repositioned and completed using another classic coil system. Additional information indicated: the coil was left in the kt, it was pushed to the guide place it properly without the security of controlled release. No replacement necessary, it was a single coil before sticking on pelvic varicose veins.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.